Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The indicated failure mode of underfill was not observed in the provided photos. Additionally, a total of 20 retained samples underwent functional testing, and all 20 samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, insufficient negative pressure occurred with one tube. No adverse impact was reported regarding the patient or user.